Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros 5600 integrated system. A definitive assignable cause could not be determined. No historical quality control results were provided for the event so a vitros tropi es reagent performance issue cannot be ruled out as contributing to the event. Within run precision testing performed was claimed to be within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor, although no data were provided and therefore, an unexpected instrument issue cannot be completely ruled out. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample processed on a vitros 5600 integrated system using vitros tropi es reagent. Vitros tropi es result 0.042 ng/ml versus the expected result of <0.012 ng/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es result was reported from the laboratory and a corrected report was subsequently issued for the affected sample. Based on the reported result of 0.042 ng/ml and the clinical symptoms of the patient, a physician performed a cardiac catheterization procedure. There was no allegation of patient harm as a result of this event. (B)(4).